Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. It was reported that the heartmate 3 lvas operated as expected, and the device will not be explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including stroke and death. Section 6 ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr (international normalized ratio) range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that after immediate post operation, the left side of the patient's body was unresponsive after waking up from surgery for the first time. At their next check, the patient was obtunded and motor function throughout the body was unresponsive. A computed tomography angiography (cta) was done to evaluate the location of stroke. The stroke was diagnosed as an embolic stroke. Neurological intervention for clot retrieval was performed and drips were added for hemodynamic demise. It was a catastrophic cerebral vascular accident (cva) and the patient passed away. Whether the outcome was device or therapy related was not provided. The device operated as expected.